Event description:
Related manufacturer report number: 2017865-2023-17947. Additional information received notes the right ventricular lead (rv) and atrial lead presented with clavicular crush. The physician elected to explant and replace the rv lead and atrial lead.

Manufacturer narrative:
The reported events of inadequate capture, noise, low lead impedance, and clavicle crush were confirmed. Visual examination noted rib clavicle crush damage in the middle region of the lead. The outer insulation and inner insulation were abraded and separated, with all filar's fractured due to clavicle crush forces. The cause of the reported events was isolated to the abraded outer insulation and inner insulation exposing the outer and inner coils consistent with clavicle crush forces.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead exhibited high capture threshold, noise oversensing and low pacing impedance. No intervention was performed. There were no patient consequences.